Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler failed voltage verification check due to the front panel touch screen remaining blank. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. No burning smell was encountered. An internal visual inspection of the returned cycler encountered no other discrepancies. An accelerated stress test was performed passed. The cycler underwent and passed teach pump test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and revealed the cycler turned off by itself after teach pump test and was sent to rework. The back plane assembly and power supply module was replaced. The cycler passed test and calibration. The power entry module was cracked and the cycler was sent to rework. The power entry module was replaced and the cycler passed hipot test. The cycler passed post-accelerated stress test. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patient¿s liberty select cycler powered down during setup. The patient tried rebooting the cycler but the cycler would not power on. The ok and stop keys were not on. The patient stated that there was a grinding noise during setup. The patient stated that they noticed a burning smell. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the patient stated that t there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.